Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving morphine 10 mg/ml for a total dose of 3.310 mg/day and clonidine 500 mcg/ml for a total dose of 165.52 mcg/day via an implantable pump for spinal pain. It was reported the physician stated that the residual volume exceeded the expected amount at patient's pump refill appointment in june and again in september. The physician could not remember how much volume it exceeded, but indicated that they did not believe the patient was getting any medication delivered. There was no factors that may have led or contributed to the event. It was noted the physician stated they assumed it was catheter related, but did not do any diagnostics. The patient requested to have the pump explanted since they have been experiencing less pain and did not feel as though they needed it. Surgical intervention occurred as the patient's pump was explanted on (B)(6) 2019. It was noted that the physician contacted manufacturer on day of surgery to have the pump sent back for analysis. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2019. The patient's weight and medical history were asked and unknown (will not be made available). No further complications were reported/anticipated.